Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
A review of invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision surgery and which components were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2013 left hip revision operative report noted the revision was due to pain, irritation of soft tissues and heterotopic ossification. Operative report further noted the presence of heterotopic ossification in gluteus medius, evidence of irritation of soft tissues, and a medial wall defect. The modular head and acetabular cup were removed and replaced with a competitor's acetabular components and a biomet head.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, discomfort, inflammation, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. A review of invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision surgery and which components were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03286 & 03287).